Manufacturer narrative:
(B)(4). Additional information received: no adverse impact, staplers partially fire, case was completed with same product. Upon receipt and review of additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event; MDR decision has been re-run and revised to not reportable.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the device fully cut and partially staple? Did the device start to staple and cut but could not be completed (staple line and cut line equal ¿ partial fire)? How was the case completed?

Event description:
It was reported that during a bowel resection procedure, after several firings, the device did not fire all the staples. It is unknown how the procedure was completed. There was no adverse consequence to the patient reported.